Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed intermittent freezing up issue, rebooted multiple times but still not working. The fse rebooted system and performed a functional check, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device froze. The device was rebooted which did not resolve the issue. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.